Event description:
During preventative maintenance of the device, the service rep reported the level sensor would intermittently issue a false level not attached alarm. The rep replaced the sensor to resolve the issue. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.